Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the cannula mount to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted urology nephrectomy surgical procedure, the customer reported to technical service engineer (tse) after procedure that the patient side manipulator (psm) 2 cannula mount loose pin was observed during the procedure. The customer tried to push the loosen pin back and procedure had completed as planned. It is a physical damage issue, defective cannula mount need be replaced. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information obtained indicated that the original event date of (B)(6) 2024 was incorrect. The incident occurred on (B)(6) 2024. A review of the logs was performed after additional information was received. Per the review, the following was confirmed: system serial # - (B)(6), event date - (B)(6) 2024, console surgeon - wen dong and procedure name - partial nephrectomy - retroperitoneal. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to the physical damage to the cannula mount. This issue is captured in the fmea, psm2 (818805-01) via risk ID 22c.